Event description:
The connector breaks apart when the pressure builds up. The color of the o-rings is different, some are light red and others are dark red. There was no harm or injury reported. Customer reported two (2) defective. The customer did not provide any add'l info or clinical info for the add'l event. Therefore, this single MDR report will be filed.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval is completed. Eval method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed